Manufacturer narrative:
This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive architect hbsag for one patient. The following results were provided: sid (B)(6), (B)(6) 2024, initial hbsag result <0.01 iu/ml; repeat result <0.01 iu/ml; colloidal gold= weak positive. No hbv neutralization test was performed. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of a retained product and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints by lot 59586fz00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 59586fz00 and issue. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number 59586fz00 and complaint issue. In-house sensitivity testing was completed with retained lot number 59586fz00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent, lot 59586fz00 was identified.

Event description:
The customer observed a false non-reactive architect hbsag for one patient. The following results were provided: sid (B)(6), on (B)(6) 2024, initial hbsag result <0.01 iu/ml; repeat result <0.01 iu/ml; colloidal gold= weak positive no hbv neutralization test was performed. There was no impact to patient management reported.